Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture at 7.0 v, 1.5 ms. After programming the bipolar ventricular sensitivity to 1.5 mv, loss of sensing was observed. The lead was removed and replaced.